Event description:
Patient contacted dexcom to report intermittent audio output. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Review of data log file did not confirm the intermittent audio output from the receiver.